Event description:
Our rep is reporting to us that a patient had an arthroscopic shoulder repair. The surgeon was using a linvatec handpiece with an fms interface cable and the linvatec foot pedal controls. While exiting the joint space with the handpiece, the blade was still activated and somehow the surgeon caught some tissue. [Per follow-up phone conversation with the rep: the rep stated that the affected tissue had minor damage. The surgeon nicked some of the bursa and some rotator cuff tissue making them a little ragged. For repair, the surgeon ablated and cleaned up the area; added less than 20 sec to the procedure; there was no patient harm or consequences. The surgeon was using an old style, previous generation interface cable, which may not have been compatible with the linvatek device model. The surgeon switched to the present generation interface cable, which worked flawlessly, to complete the procedure without further issue or harm to the patient. Afrigault (B)(4) 2010 13:22:59.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.